Manufacturer narrative:
Medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The bowl or tubing was not re-seated/reinstalled/replaced. An error warning message did not appear. Device evaluation summary: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. Device was primed. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog washkit, it was reported that there was a possibility of an operational issue. The customer requested an investigation into any defects in the centrifugal bowl. The incident involved saline leaking from the bottom of the iq (installation qualification) unit. After setting up the autolog iq circuit and inserting the saline for washing, the saline began to leak from the bottom of the unit. The verification of whether the circuit was set up correctly is still insufficient. The device was replaced with a device from another company. There was no patient involvement, so no adverse effect occurred.